Event description:
It was reported that during a therapeutic rapa bile procedure, the tissue pad on the sonicbeat device came off. The device was replaced with an olympus backup device, and the procedure was completed. There were no health problems for the patient. There was no report of patient harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Additional information that was supplied by the customer. No part of the device fell off into the patient's body.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reported failure¿specifically that the tissue pad on the sonicbeat device had come off¿was not confirmed. Based on the results of the investigation, the tissue pad was found to be worn and partially torn away. However, the information obtained through the complaint and the investigation was insufficient to determine the root cause of the issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.